Event description:
Access and deployment of a 28-16-120bl bifurcated device a 34-34-80le infrarenal proximal cuff extension, and a 16-16-88l limb extension were uneventful. There was a slight intraoperative proximal type I endoleakk, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient met criteria for indications for use. Use of the palmaz stent is off-label. No conclusion can be drawn at this time.